Event description:
It was reported that the right atrial lead exhibited a fracture and noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was crushed and exposed the proximal coil at 22.5 cm from the connector pin. The damage could have caused the reported noise. The damage sustained is consistent with physiological factors (i.e.: rib-clavicle crush).